Manufacturer narrative:
When the likorall 242 s lift was investigated by the account, it was noted the safety drum was leaking oil. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The actuator restoration set will be replaced to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating a likorall 242 s lift was leaking fluid. The lift was located in the patient's room at the account at the time of the allegation. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).